Event description:
The device was removed due to a possible connector pin malfunction.

Manufacturer narrative:
This patient presented to cath for elective treatment of an in-stent restenotic lesion in the postero-lateral branch previously treated with a 3.0x18mm multi-link vision stent. The (type c) concentric lesion was approximately 18mm in length in a 2.5mm vessel diameter. Pre-dilation was conducted with a 2.5x15mm balloon at 10 atm for 10 seconds before deploying one 2.5x23mm cypher stent at 18 atm for 30 seconds. Post-dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was 2 and 3 after the procedure. The residual diameter stenosis measured 0%. Act was not measured. Approximately 2 1/2 weeks later, the patient complained of chest pain and came to the hospital. Coronary angiography was conducted and thrombus was observed inside the implanted cypher. To treat the thrombus, aspiration and poba was conducted. Inflation pressure and time were unknown. The physician commented that the cause of the thrombotic event was because the patient didn't take ticlopidine hydrochloride accurately due to possibility of dementia. Please note that this product, is not distributed in the united states. However, it is similar to the united states distributed product this product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.